Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: the battery compartment was found to be cracked. There was evidence of moisture corrosion inside the battery compartment.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump casing was damaged. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.